Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced two infusion sets fired on their own when trying to retract the trigger mechanism on (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.